Event description:
It was reported that during a percutaneous coronary interventional (pci)/coronary arteriography (cag) procedure, a guide wire fracture occurred. The 90% stenotic lesion was located in the calcified proximal/mid left anterior descending (lad) coronary artery. The mid lad was severely tortuous ("the angle was about right angle"). A guide catheter was inserted. Two non-bsc guide wires were inserted but both failed to cross the lesion. The physician exchanged the guide wires for the rotablator guide wire and an excelsior micro catheter. The rotablator guide wire was inserted without pre-shaping of the tip. The rotalink plus 1.50mm rota burr was inserted. Rotational atherectomy was preformed in the proximal lad by the rota burr at 1800,000-1900,000 rpm for 10 seconds, 4 times total. The lesion was then ablated two additional times. The rota burr failed to reach the mid lad. Resistance reported with the rotablator guide wire prevented the advancement of the rotablator advancer. The burr was withdrawn into the guide catheter and the physician attempted to advance the rotablator using the dynaglide mode but the burr failed to cross the mid lad. It was then noted that the rotablator guide wire had reached proximal of the distal lad and the physician attempted to immediately remove the rota burr from the pt. To remove the burr, the dynaglide mode was used and the rotablator guide wire was held inside of the vessel. The rota burr was then withdrawn together with the rotablator guide wire into the severe curve of the mid lad and the rotablator guide wire almost slipped off the distal lad. The physician re-advanced the rotablator guide wire into the distal lad; however, it was noted that the wire was kinked and the tip was bent. The physician noticed the wire fracture when he resumed withdrawal of the rota burr. It was unknown when the wire fractured. The fractured tip remains in the distal lad. Attempts were made to retrieve the guide wire tip with two other manufacturer's guide wires but these were unsuccessful as the vessel was narrow. The pt remained asymptomatic. Two taxus drug eluting stents (3.00mm x 24mm and 2.50mm x 24mm) were deployed at the target lesion in the proximal/mid lad and the procedure was completed. Pt status is reported as "stable". According to the customer, "the remained position of the fractured wire is narrow and distal vessel. Also, the fractured wire material is stainless steel. So the wire would not have a danger to the heart." There are no future attempts planned to retrieve the guide wire tip. In the opinion of the physician, the cause of the fracture may be, "oscillation of spin of the dynaglide mode might carry to the wire. Twist might be occurred between the wire tip and a point that the wire trapped in the calcified lesion. And the tip of the wire might fracture."